Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress caused by the chemical solution used, but it cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing their endoye flex detectable videoscope had the following reportable event; leak. Upon inspection and testing of the returned device, it was observed that the device had deterioration of lens glue. There was no report of patient harm, procedural delay, or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to device had deterioration of the objective lenses glue. In addition to the reportable findings documented in b5, the following nonreportable findings were; device had continuous flow of bubbles from the distal end, and the bending section cover rubber glue was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.